Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28526. It was reported during a scheduled pacemaker upgrade procedure that there were insulation anomalies on both the atrial and right ventricular leads. The outer optim insulation of the proximal lead body had become separated from the silicone yolk on both leads. The physician opted to not replace the leads and went ahead with the procedure. The patient was in stable condition.